Event description:
Customer tested blood glucose and received a result of 404 mg/dl. Customer went to ER and the ER tested blood glucose adn received a result of 231 mg/dl. A lab test was also performed one hour later with a result of 200 mg/dl. Customer was given an IV. Controls were not used at time of incident. A request was made for the return of the suspect device and replacement product was sent.